Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that both its inspiratory pressure and exhaled tidal volume (vte) levels were "erratic", resulting in low vte and low inspiratory pressure. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low inspiratory pressure and low vte (exhaled tidal volume) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift.